Manufacturer narrative:
(B)(4). D10: 31-323230 3.2mmx30mm rnglc+ acet drl bit 66901665. Proposed code: mechanical (g04) drill. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that two drill bits broke during initial drilling. All parts were retrieved per surgeon. Another drill bit was opened to complete the procedure. No known impact or consequence to the patient.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6, h10 visual examination of the returned product identified that both drill bits are bent and fractured into 2 pieces with the fractured segment of their cutting flute ends returned. Cutting flutes for both drill bits have nicks. Lot 66716741 has multiple smaller fractures to the bent portion of the cutting flutes. Lot # 66716741 has an approximate field age of 6 months. Lot # 66901665 has an approximate field age of 1 year. Fracture analysis of the returned drill bits through sem identified the reverse bending overload as the mode of failure. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause is attributed to user error, as analysis of the fracture surface determined the reverse bending overload failure mode. As per IFU, it states under warnings and precautions; " correct handling of instruments is extremely important. Do not modify instruments. Do not notch or bend instruments. Notches, scratches or other damage and/or wear in the instrument occurring during surgery may contribute to breakage." As per the surgical technique for g7® acetabular system, it notes, " levering on the drill bit during drilling may cause damage to the drill bit¿. Based on the returned product review, the complaint is confirmed if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.